Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device manufacture date: it could not be determined which clip detached; therefore the lot number, expiration date and manufacture date has been provided for both. Part / lot number: cds0601-ntr/ 90314u123. Manufacturing date: 14 march 2019. Expiration date: 13 march 2020. Part / lot number: cds0601-ntr/ 90223u154. Manufacturing date: 25 february 2019. Expiration date: 25 february 2020. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from these lots. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (large prolapse) contributed to the reported slda. The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2019, during a follow up visit, it was noted that one of the clips had detached from the posterior leaflet and remained attached to anterior leaflet (single leaflet device attachment (slda)). The mr was noted to be increased to 3-4. As the patient was stable with no symptoms, no intervention was performed. No additional information was provided.